Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
The patient reported unable to proceed with the aligners due to medical concerns. The dentist recommended to stop using the aligners due gingivitis/periodontal, and the lack of support from byte. Patient initials: (B)(6).

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.